Manufacturer narrative:
Device evaluation: complaint verified - intermittently the image would drop out. A functional test confirmed the failure. Troubleshooting found that the dp2 connector was intermittent; moving the dp cable could induce the image drop failure. A visual inspection of dp2 connector found that the alignment mechanism was slightly deformed. The dp2 connector can't be replaced at ksus-goleta so a motherboard replacement will be required. The cause of the issue was determined as deformed cable alignment mechanism on the dp2 output connector. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during a case 30 - 45 minutes into the case, the image intermittently goes in and out. Sometimes as long as 10 seconds. Trouble shooting performed by changing cables and changing secondary monitors and the camera. Still experienced the same issue" no negative impact in state of health reported.